Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of lead insulation anomaly was confirmed. Over application of medical adhesive underneath the outer insulation resulted little resistance felt in the area at approximately 1.2 cm from the distal end. The oversized section measured 0.94 in which was slightly out of specification. The lead passed electrical tests, exhibiting normal characteristics insulation.

Event description:
It was reported that during an implant the lead would not pass through the introducer sheath. The lead was not implanted.